Manufacturer narrative:
(B)(4) h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that a sensor error occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2024. The patient experienced a sensor error which occurred 4 days after the sensor was inserted into the arm. On (B)(6) 2024, the patient experienced a sensor error that lasted over 3 hours. It is unclear when exactly the reporter became aware of the sensor error. However, during the time the cgm (continuous glucose monitor) was not providing any readings, the patient was experiencing nausea and a stomachache. It was also noted the patient was not using a bg (blood glucose) meter as a back-up during this time. The patient¿s mother took him to the ER (emergency room) where he was treated with an insulin injection. No bg meter readings from the patient¿s time in the ER were reported. The patient¿s mother reported the patient was in diabetic ketoacidosis, but it was not specified whether this was self-reported or diagnosed by a medical professional at the ER. The patient was discharged home after approximately 8 hours. At the time of the report, the patient was fine. Due diligence attempts to contact the reporter for more information were attempted but not successful. Performance data was reviewed. No readings/ sensor error/ brief sensor issue was not found within the investigation window. The allegation was not confirmed. However, signal loss over an hour was found in the investigation window. The probable cause was the transmitter and app were unable to establish a connection. No additional patient or event information is available.